Event description:
It was reported that the device was explanted for an unknown reason. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. It was further reported that follow up was attempted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was explanted for an unknown reason. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products 4076 x2 implantable pacing lead - (B)(6) 2005; 4196 implantable pacing lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Further analysis of the device was inconclusive with regards to the alleged product performance issue.